Event description:
Country of complaint: (B)(6). Thread breaks easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: twenty unopened and two open pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs received are tight. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and ther results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).